Event description:
It was reported that subsequent to the implant of a protegen sling, the patient suffered injuries, and the device was removed in 2000. The device was not returned for evaluation.

Event description:
Additional info received from the pt included experiencing a weight gain of approx fifty pounds, swelling legs, pelvic pain, discharge, odor, rash, no control over urine flow and continued incontinence pt reported leakage post-explant. Pt also reported dr said "the sling was working its way out." The pt also reported a hysterectomy was performed at the time of the device implant.